Manufacturer narrative:
On 12/27/2019, the product investigation was completed. Device investigation summary: the device was visually inspected and a crease was observed in the anterior. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/22/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness and capsular contracture; baker grade IV. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via medwatch number: mw5083497 that a female patient who underwent breast implant surgery procedure with mentor medical devices ( sm mpp gel 425cc 510cc date of implant (B)(6) 2015) has reported reported unexplained systemic symptoms, which included but not limited to ¿chronic pain. In neck and eventually spread through whole body (wide spread pain) even nerve pain. Muscle weakness, muscle spasms and extreme fatigue, arthritis. Muscles would not recover after attempting to exercise. While blood cell count tested high for last 3 years. Pain has caused me to not function and miss a lot of work and be bed ridden. A lot of sickness with sinus issues and allergies as well. Memory loss and can't concentrate. Developed allergies to foods that I have never had. Developed ibs, diverticulitis that I have never had. Body can't fight infections. Eyes are yellow instead of white¿. It was also reported that the patient has developed bilateral capsular contracture associated with breast implant (left side-bgiv. Right side bgii). As a result, the devices were explanted on (B)(6) 2018. This report is for the patient¿s left-sided device.